Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the pt is needing MRI of lumbar spine. Caller states imaging shows that one of the scs leads seems to be in the soft tissue of the neck, posterior and under the skin up against muscle tissue. Caller states this lead is not in the epidural space but is unsure if this placement is intentional or if the lead has moved. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 07-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.